Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. It was reported that the display screen was dim; lettering was orange and was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/09/2013: the device was returned to animas and evaluated by product analysis on 06/10/2013 with the following results: display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, a battery compartment crack was observed from thread area to case seal. Moisture contamination observed inside battery compartment. No battery cap returned. All testing performed with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.